Manufacturer narrative:
Device has not been returned for analysis as ot the date of this report.

Event description:
It was reported that during a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 8 atms after crossing the lesion. The number of inflations and to what atms is unknown. The lesion being treated was in the mid left anterior descending (lad) coronary artery. No patient injuries or complications were reported. Patient status is reported as 'good'.